Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the y ext w/vlv ports & 2 sld clp was clogged/blocked/occluded. The following information was provided by the initial reporter: 1 x bung blocked on 3 x sets.

Event description:
It was reported that the y ext w/vlv ports & 2 sld clp was clogged/blocked/occluded. The following information was provided by the initial reporter: 1 x bung blocked on 3 x sets.

Manufacturer narrative:
Twenty-two 20019e7d samples from lot 20036187 were received for investigation. Twenty-one samples were received in sealed packaging and one sample was received in opened packaging with residual fluid present within the line. The returned used sample was subjected to functional testing by attempting to flush the line; the customer's experience was confirmed as one of the lines was identified to be occluded. A closer inspection of the tubing to tubing connector identified that the tubing at the lower joint had been pushed too far into the sleeve. The remaining samples received in sealed packaging were tested for occlusion by priming them with water; no occlusions were identified during testing. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed the occlusion was caused due to the tubing being pushed too far into the sleeve of the tubing to tubing connector during the assembly process. The tubing to tubing connector has an internal area that is designed to stop the tubing from being inserted too far, however it appears in this instance that the mould of the component had worn which meant that the tubing could be inserted too far. A review of the production records for lot 20036187 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Since the manufacture of the affected product, a new tubing to tubing connector component has been implemented which will ensure reports of this nature are reduced in future. Furthermore additional in-process inspections will be performed on this component during future production. DHR review. Model: lot number: lot quantity: qn: q7: mfg date: 20019e7d, 20036187, (B)(4)pcs, none, none, march 18th, 2020. No qn¿s or q7¿s was generated during the manufacturing of the lot reported. Trend review: a trend review was performed for model 20019e7d and four (2) qns related to this failure mode were found in a 12- months period (october 20th, 2019 to october 20th, 2020) 200302050 and 200314167. A trend review was performed for model 20019e7d no additional complaints related to this specific failure mode occlusion were found in a 12- months period (october 20th, 2019 to october 20th, 2020). Root cause definition: it was found that the personnel assemble the tubing p/n:660135 at the adapter bifurcated p/n:602279 per the single side and it was assembled until it butted in the wall of the double side, since that the adapter bifurcated 602279 did not have the top/ flats and this allow the occlusion of the set. A review of the customer feedback database indicates that this is an isolated occurrence with no other similar report against the 20019e7d set in the past 12 months. H3 other text : see h10.